Event description:
A malfunction occurred with the pump, displaying a malfunction code identified as malf 0; however, there were no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur, advising the customer to continue using the pump and to call back if any issues reappear.